Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during visual inspection. The insulin pump passed the prime, displacement, seat rewind, basic occlusion, occlusion and excessive no delivery alarm tests. No motor error alarms were noted. The motor tested ok.

Event description:
It was reported the customer received a motor error alarm while trying to perform rewind/set reservoir on their insulin pump. The customer stated the alarm was recurring. Customer's blood glucose was 190 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).